Manufacturer narrative:
A case of ipg pocket revision was reported to abbott. The patient reported pain at the ipg site. The ipg was implanted deeper, and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient experienced pain at the ipg site. In turn, the physician buried the ipg deeper in the pocket to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg pocket was revised for an unknown reason. No product was explanted or replaced.